Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e315 error message and intermittent error message was corrosion of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the colonovideoscope displayed and e315 unsupported scope error message and the image was intermittent. There was no patient involvement.